Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii" and "implant removal from textured to smooth due to the concerns of the product." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: white particles observed outer the device.

Manufacturer narrative:
Initial reporter email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii" and "implant removal from textured to smooth due to the concerns of the product." Device has been explanted and replaced.